Manufacturer narrative:
The field service engineer (fse) replaced the power management printed circuit board assembly (pcba) under field correction order to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is turning on by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the end user is stating the unit is turning on by itself. Customer is unable to duplicate reported problem and is going to leave unit plugged in overnight to see if device powers back on. The customer would like to know what to do if it is powered on. The rse informed customer that manufacturers recommendation is: 1. Replace the user interface (ui) pcba. 2. Replace the power switch overlay. 3. Replace the power management (pm) printed circuit board assembly (pcba). The investigation is ongoing.